Manufacturer narrative:
D6a implant date: (B)(6) 2023.

Event description:
It was reported via social media that unspecified side effects were experienced. A synergy xd was implanted in the right coronary artery. Per the patient, the stent is made with crappy metals and coated with a drug that is brutally destructive to a human being. The patient reports that the emitted drug is causing agonizing and horrific side effects and destroying their life.

Event description:
It was reported via social media that unspecified side effects were experienced. A synergy xd was implanted in the right coronary artery. Per the patient, the stent is made with crappy metals and coated with a drug that is brutally destructive to a human being. The emitted drug is causing agonizing and horrific side effects and destroying the patient's life. It was further reported that two 2.75 x 28 mm synergy xd stents were deployed to treat non-st segment elevation attack. Six months post- implantation of the stents, a spreading rash and pain across the chest occurred.